Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd, UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump. It was reported that the patient stated it was taking a long time to connect to their ptm. The patient stated the ptm goes to 50% and then goes to 60% stops at 90 percent. The patient stated they met with their healthcare provider today and they told the patient to call medtronic. The manufacturer's patient services specialist (pss) had the patient close out of app, restart handset, and try to connect to ptm. The patient was able to connect to ptm while on call but did report it "stopping a few times". Pss then had patient toggle airplane mode on and off and connect again. The patient stated it connected "a lot quicker". Troubleshooting resolved the issue.